Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the patient had a broken electrode, but it was unclear whether or not it had broken inside the patients skin. Nothing further was reported.

Manufacturer narrative:
This report is provided because additional event details were reported after the initial report was submitted. The additional event details are found.

Event description:
It was reported that the customer clarified that no part of the sensor electrode had been left in the body, there was no inflammation or pain at the insertion site. The customer had not contacted a health care professional.